Event description:
When the implant was removed during a planned revision due to loosening of the implant, it was found to be fractured.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown xl 2 duracon baseplate. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding duracon tibial baseplate fracture was reported. The event was confirmed. Method and results: device evaluation and results: two images of the device were provided. The images confirm the event, the distal portion of the medial condyle of the explanted device is fractured. No other information concerning the root cause of the fracture was able to be determined from inspection of these images. Medical records received and evaluation: clinician review of the provided records concluded "in this moderately active, obese male patient cyclic loading at the junction of the fixed and unsupported portion of the tibial tray likely led to fatigue fracture at this site. Examination of the explanted component and the fracture surfaces would confirm this conclusion and rule out factors of faulty manufacturing or materials as being responsible for this clinical situation." Conclusions the root cause of the reported baseplate fracture was determined to be insufficient cemented support of the device resulting in fatigue fracture.

Event description:
When the implant was removed during a planned revision due to loosening of the implant, it was found to be fractured.